Manufacturer narrative:
H4: the lot was manufactured from august 15, 2022 to august 16, 2022. H10: the device was received for evaluation containing 12 ml of fluid in the bladder. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed which observed that the flow rates were found to be within the product specification range. The reported condition was not verified. The sample was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. The expected therapy time was 46 hours; however, after three days therapy time, it was observed that there was still a small amount of residual volume within the device that had not been delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.